Event description:
It was reported that the bipolar impedance on the right ventricular lead had increased in the last six months. It was also reported that bipolar thresholds were higher than unipolar thresholds. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.